Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5510f501; triathlon cr fem comp #5 l-cem; lot# rrl3n; cat# 5520-b-600; triathlon prim tib baseplate - cemented; lot# hly3ha; cat# 5551-g-320-e; triathlon asymmetric x3 patella; lot# ywem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left knee was revised due to possible infection. A 6x11 cs insert was exchanged for another 6x11 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.